Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Dad stated son got a malfunction code on pump but son is with mom. Customer declined troubleshooting with tandem technical support and declined to provide further information. There was no adverse impact to the customer¿s blood glucose level.